Event description:
The customer reported that half of the reservoir went into his body. The caller stated that he completed filling the tubing and he noticed that half of the reservoir was empty. He removed the infusion set from his body and insulin squirted out and emptied the second half of the reservoir. The blood glucose reading was 317mg/dl, and he treated for the anticipated low glucose by eating a lot of food. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.